Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the lead had exhibited short interventricular pacing intervals, noise and an impedance spike. The lead was also reported to have possibly fractured. A right ventricular (rv) lead that had previously been capped and upgraded from a pacing lead to a defibrillation lead was tested and found to have inadequate pacing and sensing parameters. The lead was then recapped.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced due to undersensing. No patient complications have been reported as a result of this event.